Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that when the nurse opened the package and conducted a ventilation test, she found that the air bag was leaking and could not be used. She immediately replaced it with a product of the same batch and no adverse reactions occurred, it returned to normal. There was no patient involvement, and no patient harm/adverse event reported.